Manufacturer narrative:
Additional patient identifier: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: part # 02.161.240. Synthes lot # h850466. Supplier lot # n/a. Release to warehouse date: 28 mar 2019. Manufacturing location: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent the hardware removal procedure due to leg pain. Surgeon removed (5) 4.5 cortex screws and a plate from patient¿s right femur. The procedure was successfully completed without any surgical delay. This report is for (1) 4.5mm curved narrow lcp plate 10 holes. This is report 1 of 6 for complaint (B)(4).